Event description:
The reporter stated that the soluset "broke apart when infusing lipids." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The sample has been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up report will be filed as soon as the investigation has been completed.